Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary:the device was received and evaluated at the service center. The reported complaint that the scope appeared to be scratched or cracked, was confirmed. The following defects were found during evaluation : outer tube damaged, distal tip, distal tip damaged, distal tip has deposits. Optical system, optical components, broken lenses in optical system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The broken lenses in the system and the damage to the outer tube are most likely due to user mishandling of the device. Also the damage to the distal tip is most likely due to user mishandling or user error during a surgical procedure. Improper cleaning / maintenance is the root cause of the deposits on the distal tip. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that preoperatively to a shoulder repair procedure on (B)(6) 2020, it was observed that the endoscope device was scratched or cracked. During in-house engineering evaluation, it was determined that the device had broken lenses in the optical system. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.